Event description:
The customer reported to olympus, the video telescope "endoeye", 10 mm, 30°, high definition compatible, had a missing middle button. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The result of the investigation is consistent with the customer's concern. On the basis of the investigation it could be determined that the light gray rms button is missing on the device. Within the course of further investigation, the image error ¿knock noise¿ was also detected. In addition, a dent in the outer tube could be detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: it can be assumed that the button was loosened during cleaning of the unit due to excessive stress/unsuited handling. Olympus will continue to monitor the field performance of this device.